Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot/serial identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00832-1 h3 other text : product did not return.

Event description:
It was reported that during surgery, there was a gap between the blade that is being questioned, causing vibration and creating a bad skin graft. There was no patient harm /injury, or delay. During device investigation, it was discovered that the dermatome may have attributed to the reported event. Due diligence is complete, no further information is available.